Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the heartstart mrx defibrillator did not deliver a shock during training. There was no pt involvement.